Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). The patient was connected at the time of the alarm. This occurred during dwell cycle one in peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.